Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. Following dilatation of a balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the physician found difficulty in delivering the stent to the lesion site. It was then noticed that both ends of the stent were damaged and could no longer be used. The device was replaced it with another stent system and completed the procedure. There were no complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. Following dilatation of a balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the physician found difficulty in delivering the stent to the lesion site. It was then noticed that both ends of the stent were damaged and could no longer be used. The device was replaced it with another stent system and completed the procedure. There were no complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. Following dilatation of a balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the physician found difficulty in delivering the stent to the lesion site. It was then noticed that both ends of the stent were damaged and could no longer be used. The device was replaced it with another stent system and completed the procedure. There were no complications nor injuries reported and the patient was in good condition. It was further reported that 90% stenosed target lesion was located in moderately tortuous and moderately calcified diagonal branch of left anterior descending artery. The device was completely removed by pulling it out from the patient's body.